Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis dtc system. During a procedure, the user reported that they were unable to initiate x-ray imaging on the siemens peripheral lab procedural table. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
The reported problem was reviewed by a team of siemens product experts and assessed by quality and regulatory specialists. Investigation result and conclusion: the investigation was performed on expert discussions (considering complaint description, cs reports, system history, system log files). The detailed investigation showed that the problem described in the complaint was caused by a hardware fault. A defect in the "user location interface" (uli-board) resulted in the x-ray not being initiated using the footswitch. The affected part was replaced as part of service activity, which resolved the problem. The spare parts consumption of the effected part was checked. Any accumulation of faults or even a possible general fault that would require corrective action of the installed base could not be determined by the investigation. The incident described was not classified as a reportable adverse event after detailed investigation, because neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected. The corresponding probability according to the risk analysis is in the range of inconceivable.